Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with returned battery cap. The battery cap threads were damaged. Battery compartment cracks were observed below grip pad. Evidence of moisture contamination inside battery compartment and on underside of battery cap. A leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture or loose components inside pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.